Event description:
The customer reported to olympus, the 4k autoclavable camera head displayed no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to product the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found-coupler unit defective resulting in difficult connection;(rigid scope connection). Water tightness check failed. Appearance check failed. - water loss due to present damage in cable unit; cable unit cracked; cable unit with several cuts and scratches. Crack, damage or deformation of coupler unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the exact cause could not be identified, it is likely that the cable was temporarily flooded due to a bad water-tightness from a broken part, causing a communication failure, and temporarily disappearing the image. This issue is addressed in the instructions for use (IFU): "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor the field performance of this device.